Event description:
It was reported during laparoscopic cholecystectomy the tenth clip scissored along the cystic duct. The following and the preceding clips performed properly. There was no pt consequence.

Manufacturer narrative:
Tracking #.47210. Ees #.977177 / a. D5,6; h4: info not available, device not returned for analysis.